Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were no issues with the leads. The device was also functioning properly. Leads and device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtba1d4 defibrillator, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncopy. It was noted that the right atrial (ra) lead exhibited undersensing and the left ventricular (lv) lead exhibited high thresholds and loss of capture. Leads remain in use. No further patient complications have been reported as a result of this event.